Event description:
During product evaluation, failure code 812:02 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to a defective pump-head module. The pump head module was replaced. The device was returned to the customer fully operational.